Event description:
It was reported, that the rigid video scope had an image blackout. The issue occurred, when preparing the device for use in a therapeutic lobectomy procedure. Another device was used to complete the procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
Full e1.: establishment name: (B)(6). Based on the results of the investigation. And since, the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.